Event description:
It was reported by the customer that during a wisdom tooth removal, the pt received a laceration on the bottom lower portion of the lip near the midline. During the removal of the second tooth, the bur snapped and was caught in the bur guard. The bur guard then shredded in the pt's mouth. Firm pressure was applied to the laceration, the incision was throughly irrigated with water and no additional treatment was administered. A second drill was available to use to complete the surgery. The pt has not been in for a post op evaluation, the doctor does not feel that there will be any scarring.

Manufacturer narrative:
As of 08/24/2009, the bur guard has not been returned for evaluation. No conclusion can be drawn.